Event description:
Customer's spouse called stated that customer was hospitalized last week with high bg. Customer was still running high bg and having to take injections to bring bg down. Customer did not have pump at time of call, advised to call back to go troubleshooting again.